Manufacturer narrative:
This report is being submitted to provide additional information in d8/9, h3, h6: type of investigation, investigation findings, investigation conclusions, g1, g3, and h10. Complaint is confirmed. Visual inspection identified that the returned swivelock drive was received with an anchor remaining at the distal tip. The threads of both distal ends of the swivelock screw were stripped and broken. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a surgery the swivelock anchors could not be fixed one after the other. Anchors could be screwed in directly after drilling but came out of the bone again immediately. There was no harm for patient, operator or third party. The surgery was finished successfully with a different device, ar-2323-1. It was not necessary to switch the surgical technique or do a second surgery.